Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was implanted with a "cant" on the distal end. Later review of manufacturer's database revealed the patient died 19 days later. The cause of death has been requested and not received. Follow up revealed patient had been at rehab center, status post ICD replacement for infection a couple weeks previous, where he developed increasing dyspnea. Expereinced 2 shocks without chest pain and was then admitted to hospital on that same day, (B)(6)2010, for decompensating heart failure. ICD was interrogated and "they tried anticardial pacing which was not successful and more aggressive atp was programmed." Patient was intubated during an episode of atrial fibrillation with rapid ventricular reponse. During his hospitalization, had arrhythmias demonstrated on telemetry with hypotension. The patient was eventually made a do not resusitate and transitioned to comfort care and died on (B)(6)2010.